Event description:
It was reported that the device was interrogated; episodes were observed to be missing from the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.